Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient developed a chest pain. The pain would increase if the spinal cord stimulator (scs) is on. The physician recommended an injection to be administered to the patient to decrease the chest pain; however, the patient declined. The patient will undergo an explant procedure.

Event description:
A report was received that the patient developed a chest pain. The pain would increase if the spinal cord stimulator (scs) is on. The physician recommended an injection to be administered to the patient to decrease the chest pain; however, the patient declined. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.